Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power cable connectors not being exposed on the rubber encasing of the patient cable was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). The mpu was evaluated at service depot revealing that the plastic connectors of the patient cable were depressed into the rubber encasing; the rubber encasing was also observed to be loose. The mpu was then forwarded to ppe for further analysis. During testing, the patient cable was connected to the controller power cables without any issues; the controller turned on without any issues. The mpu was then connected to a mock circulatory loop and operated without any issues observed or atypical alarms active. The damage on the patient cable connector did not affect the functionality of the unit or the connection of the power cables. The unit functioned as intended and no other issues were observed while inspecting the patient cable. It was reported that the customer would not proceed with the repair of the unit. The mpu was scrapped. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 21sep2018. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) power cable connectors were no longer exposed from the end of the cable and had depressed into the plastic housing. A new mpu was given to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.